Event description:
Material#: 302832. Batch number#: 4080853. It was reported by customer that cap broke off of the syringe. Verbatim#: rcc received a complaint via phone. Customer states cap broke off of the syringe. No patient harm. Only 1 occurrence so far. Product number: 302832; lot number: 4080853. Customer wants an ack letter and closure letter.

Manufacturer narrative:
Initial MDR with device evaluation. It was reported the cap broke off the syringe. To aid in the investigation, one sample with an opened packaging blister and photo was provided for evaluation by our quality team. A visual inspection was performed with 10x magnification. The syringe barrel luer tip has been broken off. The photo provided shows the sample received. No other defects or imperfections were observed. This defect could occur if excess torque is used when connecting the syringe to another medical device. A device history record review was completed for provided material number 302832, lot 4080853. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.